Event description:
The user facility reported to terumo cardiovascular systems that the tubing became kinked creating an airlock and that the pt had expired. Terumo has attempted 7 plus times to obtain add'l info about the event without success.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).